Event description:
Report received of a non-delivery of levaquin with no alarm alert received. The customer contact reported that the pt was in the hosp with diabetic ketoacidosis. According to the customer contact, the pt was to receive levaquin. The customer contact reported that they started the pump and watched the pump begin infusing. It was reported that when they returned to the room approximately 45 minutes later, the medication had not infused. The rn reportedly opened the pump door and noted that the tubing was out of the channel between the entrance into the door and the slide clamp. Rn reported that the slide clamp was in place, but that the tubing was above the channel. There were no alarm alerts. According to the customer contact, the tubing was re-loaded into the pump, and the infusion was continued without further reported event. There was no reported adverse event with the pt. Though requested, there was no further info available.